Event description:
Additional information was received indicating the additional reprogramming recommended by technical support was performed to resolve the event. The patient was stable.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Reprogramming was performed. Technical support was contacted and recommended additional reprogramming. No further intervention has been performed at this time. The patient was stable and will continue being monitored.